Event description:
It was reported that the customer experienced multiple occlusion alarms. Due to these occlusions, the customer's blood glucose level reached "high" as indicated by their continuous glucose monitor. In response to the situation, the customer attempted to address the high blood glucose by changing the cartridge and administering a bolus, but occlusions continued. A systems check with tandem technical support verified the pump was functioning as intended, however, a replacement pump was sent to the customer. Eventually, the customer resolved the issue by changing the infusion set and cartridge, continuing to use the pump.